Event description:
International affiliate reports the pt's vertricles were slit. The implanted valve was set on 130mm h20 but it is believed the device may have been draining in excess of the setting.